Manufacturer narrative:
The issue described is related to a known occurrence in which the vision qc software allows the users to modify their qc setting under run qc job overriding what has been established in qc set up. This issue is being addressed in future software versions under tfs change request (B)(4).

Event description:
Customer reported discovering qc profile for abs and rhd missing levels 2 and 3. Customer requested information to how to avoid this incident from reoccurring. Ortho care provided customer with requested information.